Event description:
On (B)(6), 2014, the lay user/patient contacted lifescan (lfs) USA alleging that his onetouch ping meter had ¿paint on the screen that would not come off¿. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available for follow up when attempted by medical surveillance (ms). The patient did not specify when the meter issue occurred. The patient detailed that he manages his diabetes using an insulin pump and denied making any changes to his usual diabetes management regime in response to the alleged issue. The patient denied developing any symptoms but claimed that on an unknown date he was hospitalized, where he was treated by a healthcare professional (hcp) with insulin, but could not specify what type or dose. The patient also detailed that he had a blood glucose test performed on a hospital meter, but could not specify the date or time of the readings, or the results obtained. During troubleshooting, the cca noted that there had been misuse of the product. Replacement products were sent to the patient. The patient could not be contacted for further information related to this complaint. Based on the provided information at this time, it is unclear how the meter issue contributed to an adverse event. However, this complaint is being reported because the patient allegedly received treatment in a hospital setting from a hcp.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.